Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead exhibited high impedance measurement. The physician elected to remove and replace the rv lead. The patient was in stable condition throughout.